Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental using coolmini applicator, the lower abdomen using cooladvantage coolcore, to the back using cooladvantage and to the flanks using cooladvantage on (B)(6) 2017 who developed paradoxical hyperplasia (pah/ph) after treatment and was confirmed to have lower abdomen ph on (B)(6) 2018. Ph was described as firm in nature and stands out from the normal adipose tissue planes.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental using coolmini applicator, the lower abdomen using cooladvantage coolcore, to the back using cooladvantage and to the flanks using cooladvantage on 05-apr-2017 who developed paradoxical hyperplasia (pah/ph) after treatment and was confirmed to have lower abdomen ph on (B)(6) 2018. Ph was described as firm in nature and stands out from the normal adipose tissue planes.